Manufacturer narrative:
Investigation determined a wrong air adjustment, this can happen overtime. After re-adjusting, the vitrectomy module is working according specifications. Vitroctome module defect during surgery, replacement results in larger or long delay, hence reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer ((B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. No information reviewed reasonably suggests patient injury. All available information has been disclosed. This complaint has now been closed.

Event description:
Vit 3 several priming fails and a breakdown during surgery. Module has been replaced. Module (B)(4) has been returned. No report of patient injury.